Event description:
On (B)(6) 2011, (B)(6) hospital identified blood dripping from the gas escape port of be-015703112, hls set (lot number 70051196). The unit was replaced. (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for complaint evaluation. The complaint sample was cleaned and disinfected. A leak test was performed on the sample and the complaint event was confirmed. The sample was then opened and a visual evaluation was performed. The ends of the gas fibers are embedded in polyurethane. The visual evaluation determined that there was an ablation of the polyurethane. Also, there was a leak in the polyurethane adhesion. The root cause for this event is unknown. Reference: (B)(4).